Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly hospitalized. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction: sections a.1, a.2, a.3, b.1, b.2, b.5, b.6, d.1, d.4, d.5, d.6a, d.6b, e.1, e.2, e.3, g.2, g.3, h.4, & h.6. Advanced bionics no longer considers this event reportable. This event was reported in error, there is no complaint against this device. The cause of the recipient's dizziness is not device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.